Event description:
Review of service data detected a reportable problem. During servicing, charger/modem sn (B)(4) would not recognize a battery pack. The last patient to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval of charger/modem sn (B)(4) has been completed. Upon eval, the battery board was contaminated. The cause of the inability to recognize a battery pack is the contaminated battery board. The root cause of the contaminated battery board could not be positively identified but is likely liquid ingress. No adverse event resulted from the contaminated battery board in the charger/modem. The last patient to use this charger/modem did not report any deficiencies.